Manufacturer narrative:
The monitor is expected to return for evaluation. If the device returns, a follow up medwatch report will be submitted with investigation details.

Event description:
On 03/24/2015, the original caller provided additional information as follows: date: (B)(6) 2015, inratio inr: 1.6, physician's point of care (poc) inr: 3.2. Therapeutic range remained the same at 2.0 - 3.0. The time between testing was 2 hours. There was no additional information provided.

Event description:
The caller, who is a retired physician, alleged discrepant low inratio inr results in comparison to an alternate point of care (poc) inr result. (B)(6). The caller reported that no dosage changes were made after any of the testing results. Additionally, the caller reported that his hematocrit was less than 30%. The date of the hematocrit testing and exact result was not provided. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. Certain relevant conditions (e.g. Low hematocrit, sepsis) can contribute to discrepant inr results. The patient was reported to have renal disease stage 4 and anemia. The patient did not recall his exact hematocrit, but confirmed it was less than 30%. End stage renal disease and anemia with hematocrits of less than 30% were identified as conditions that may contribute to a discrepant inr result. The patient received the notification letter that has been sent to all customers to inform them of these patient conditions. Since the monitor was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified as contributing to a potential discrepant result. The root cause is unable to be determined at this time without product return. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.